Event description:
It was reported that the clinician noted intermittent right ventricle (rv) noise, which was thought to be a prior occurrence of electromagnetic interference (emi) with the patient's device. Reprogramming was performed, and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.